Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited an open lead condition. Upon inspection, insulation damage was noted where the lead was directly in contact with tight sutures. The suture sleeve had not been used to secure the lead.